Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4+. A hematoma was observed at the puncture site and within the iliopsoas muscle. Hemostasis was performed. One clip was successfully implanted. Reducing mr to a grade of <1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported hematoma. Hematoma is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as hemostasis was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.